Manufacturer narrative:
All available information was investigated, and the reported clip opening and clip jumpiness were not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a conclusive cause for the reported clip opening and clip jumping issue could not be determined. It is possible that user technique/procedural circumstances in conjunction with patient anatomy resulted in the reported issue; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open-establishing final arm angle/efaa and clip jumping it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed without issue. However, the clip opened to 30 degrees while locked when establishing final arm angle/efaa. Troubleshooting was performed but failed. It was noted that when the clip was opened, it jumped open from approximately 30° to 100°. Therefore, the cds was removed with the clip attached. The procedure continued with a new cds. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.